Manufacturer narrative:
(B)(4). The customer reported the device failed to recognize the paddles. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to recognize the paddles. There was no report of patient involvement or adverse patient impact.